Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. The unit was installed on the test system and the reported problem was replicated. The system initially came up with no errors and good video image on both eyes with no anomalies however the endoscope was removed and reinstalled at the ec connector several times and on one occasion the endoscope was not recognized and logged a 48404 error and a 48265 error code. The 48265 code means that the camera head flash data was invalid and the 48404 indicates that the camera flash operation failed but a retry is being attempted. The dcib board will be replaced to resolve the issue. A follow up MDR will be submitted if the instrument is returned or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, the system generated a non-recoverable fault: 48250. The intuitive surgical, inc.(isi) technical support engineer (tse) also attempted troubleshooting by recommending that the customer power cycle the system; however then the system generated a recoverable fault: 48308. Tse recommended to swap the endoscope; however, the issue persisted. Tse determined that the error indicated there was intermittent endoscope contact failure with endoscope controller. At that time, the surgeon decided to complete the procedure as a laparoscopic procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the endoscope controller (ec) to resolve the issue. System was tested and verified for use. The ec contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.